Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device startup failure. Fse found that the dcps unit has no output voltage, which cause the system startup failure. Fse replaced the dcps power supply. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.